Event description:
It was reported that during the case, an error occurred. Correct troubleshooting procedure was followed with the drill being unplugged and plugged back in. The error persisted while the doctor finished bring the femur to the point that it was becoming annoying for the surgeon. The surgeon noted that the handpiece felt very warm amd it was changed out with a fresh handpiece and drill to finish the case with no further issues.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that e8 and an e6 error occurred during a case. Drill was unplugged and plugged back in, the error persisted. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was run for over a minute. There was no unusual noise or heating. An e6 error was reported during the case, however an e6 error does not indicate that there is an issue with the drill, it means that the part is temporaly overheated and requires a cool down period. Once the e6 error goes away, the drill can be used again. The drill was run through the drill test several times. No e8 errors as well. The pins were checked and all appear to be fully extended (none recessed). Unable to determine any issue with the returned drill. The e8 error is defined in the anspach manual as a "system fault". The recommended action is as follows: "turn power to off, and then back on, if the fault does not clear, return the console and handpiece to synthes anspach for service". In the case where the issue was reported, the user did not turn the power off and back on to check if it would clear the fault. No problem was found with the drill.